Event description:
Date notified: 6/28/99. A model 305 aspirator was reported to be inoperable and the customer could not charge the battery pack. An inspection revealed that a wire terminal had separated from the battery pack. A new terminal was installed and the equipment was found to operate within specifications. No patient use was involved and no death or serious injury resulted from the failure.